Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results /method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the right atrial lead was dislodged. The right atrial lead was explanted and replaced on (B)(6) 2020. The patient was stable post procedure.